Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. It was reported via cst that device is broken. Examination of the returned instrument confirmed that complaint that device is broken; impaction end broke and was not returned. The complaint sample consisted of (1) 221750041- pinn straight cup impactor, lot so2045082. A search of the complaint database by product code identified a trend of handle breakages. A previous investigation (sem investigation) was conducted by a depuy material scientist in 2014 for handle fractures. Three submitted impactors were evaluated and found the instruments fractured through the pinnacle impactor end cap. The evaluation found the impactors were repeatedly loaded in rotating bending fatigue beyond the material limit resulting in fatigue crack initiation and propagation with mixed-mode overload final fracture of the material. The fracture features were consistent with the rotating bending fatigue from striking the end cap off-axis from a perfect end strike, possibly in multiple various directions. The hardness testing confirmed the material met the engineering drawing specification. The previous sem evaluation is in the attachment section. Commercialized product development has been made aware of this failure through weekly department complaint handling unit/commercialized product development meetings and is currently reviewing the design. Complaints will be monitored under post market surveillance sep 419.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument broke.